Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. H10 device evaluation: one used breathing bag component was received for investigation. The reported issue was confirmed during visual inspection when a tear was observed in the fold of the bag. The investigation attributed the root cause of this condition to an issue during the manufacturing process. However as no lot number was reported, a review of manufacturing device history records could not be conducted. The sample component was forwarded to another investigation site for further analysis, and a supplemental report will be provided when the results become available.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and UDI number and device manufacture date is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. Also, a pinhole was found in the device. No patient injury was reported.